Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "attachments are hard to put on and take off the drills" was confirmed. During service, the technician had difficulty attaching and removing the attachments from the motor, most likely due to debris and detergent. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was making it difficult to added and remove attachments. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery there was no additional info provided.